Event description:
Description of event: we would like to formally raise a concern regarding a past issue that occurred with the cook ebus needle echo-hd-22-ebus-o, supplied in qatar through the previous distributor. During a joint visit to the hospital with (B)(6), the medical team raised a complaint concerning the ebus needle. Specifically, the sheath was retracting backward while introducing the needle through the scope, causing difficulty during the procedure and raising concerns from the physician regarding the product¿s safety and performance. The doctor confirmed that this issue had previously been reported to the former distributor, but unfortunately, no follow-up or action was taken to address the matter. We believe this situation warrants formal documentation, not only to acknowledge the end user¿s feedback but also to prevent similar issues in the future. We would appreciate your guidance on the appropriate next steps and whether a formal incident report should be submitted. "As per cc form":the sheath was retracting backward while introducing the needle through the scope, causing difficulty during the procedure and raising concerns from the physician regarding the product¿s safety and performance patient outcome: n/a. Ls requested: can the following be confirmed with the customer please and also follow up on the previous complaint that was noted for echo-hd-22-ebus-o if a complaint has been logged or if they can provide details and cc form for this occurrence? Based on ¿we would like to formally raise a concern regarding a past issue that occurred with the cook ebus needle echo-hd-22-ebus-o¿ in addition to (B)(4) detailing echo-hd-22-ebus-o-c. 1. Will the device be returned? No. 2. Can the lot # be confirmed? No. 3. Are images of the device or procedure available? No, only pictures of the scope. 4. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Na. 5. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Na. 6. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Na. 7. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. 8. Was gaining access to the target site difficult? No. 9. Was the device used in a tortuous position? No. 10. Was puncture of the target site difficult? No. 11. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). [ lung (lymph node) lymph node lung. A. If the lungs, which lymph node was being targeted? Don't know. 12. Please describe the size of the intended target site. Not known. 13. If not with the device in question, how was the procedure performed and/or finished? Procedure was finished, but not under ideal circumstances. 14. Was the device damaged in packaging prior to removal? No. 15. Was the device damaged on removal from packaging? No. 16. Was force required to remove the device? No. 17. Did the patient require any additional procedures as a result of this event? No. 18. What intervention (if any) was required? None. 19. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Na. 20. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? Na. 21. If yes, please specify what was observed and where on the device it was observed. 22. What is the scope manufacturer and model number that was used? Pentax. 23. Was resistance felt while inserting the device through the scope? No. 24. Was the scope recently serviced / repaired? Not known. 25. When was the issued with the product noted? During procedure. 26. Was the syringe used during the procedure, after the stylet was removed? Na. 27. Was difficulty experienced while retracting the needle? Na. 28. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 29. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 30. Was the stylet partially removed when advancing the needle into the target site? Not known. 31. How many samples were obtained (passes completed) with this needle? Not known. 32. Did any section of the device detach inside the patient? No. 33. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes. 34. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 35. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Not known. 36. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Additional information regarding the procedure: dr. (B)(6), senior consultant and head of pulmonary department at (B)(6) hospital in (B)(6). She is a long-term cook customer and she reported repeated issues with the 22g ultra needle. She reported them to our old distributor, but they never took any action on this. During the procedure, setting the sheath isn¿t smooth and when adjusting the length at the handle it is difficult to get it at the preferred length without many micro adjustments. She set the sheath length to 1cm but it often disappeared, as if it has somehow retracted back into the scope. To overcome the issue, she then has to increase the sheath extension, which in turn affects the contact between the us probe and the bronchial wall. She feels this affects the quality of the initial puncture because the sheath is extended further than it needs to be she describes needle deployment, and during fanning, as ¿jagged¿. It is common for her to receive lab reports marked ¿poor sample.¿ she has year's of experience and thought that this is ¿just the way ebus is¿, until she tried an olympus scope and needle and then realised ¿how much better¿ it could be. Her current pentax scope is more than 10 years old, and she has recently tried a new pentax scope. She can¿t remember if there was still an issue with sheath ¿retraction¿ and described the other problems as ¿less noticeable but still there.¿

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Photos were received which revealed the endoscope used in the procedure. Manufacturing records: prior to distribution all echo-hd-22-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the warnings section of the instructions for use, ifu0051, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is evidence to suggest that the customer did not follow the instructions for use as a pentax scope was used as opposed to the recommended olympus model in the IFU (ifu0051). ¿as per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the device was not available for evaluation. However, based on the available information, a possible root cause may be attributed to the thumbscrew on the sheath adjuster not being fully tightened when the sheath was attached to the scope. Additional details provided in the patient/event section (specifically in response to question 33) indicated that difficulty was experienced when locking the sheath in place, or slippage occurred during use which would align with the sheath extender not being secured and causing it to retract backwards. Engineering input supports the assessment that the reported issue likely involved the sheath extender, rather than the protective sheath over the needle. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the sheath was retracting backward while introducing the needle through the scope. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the device was not available for evaluation. However, based on the available information, a possible root cause may be attributed to the thumbscrew on the sheath adjuster not being fully tightened when the sheath was attached to the scope. Additional details provided in the patient/event section (specifically in response to question 33) indicated that difficulty was experienced when locking the sheath in place, or slippage occurred during use which would align with the sheath extender not being secured and causing it to retract backwards. Engineering input supports the assessment that the reported issue likely involved the sheath extender, rather than the protective sheath over the needle.

Event description:
A supplemental correction report is being submitted following a review of this complaint file to include complete investigation.